Event description:
It was reported that one device was used during a low anterior resection. It was reported by the affiliate that the force to fire of the cdh33 instrument was very hard at the time of double stapling technique. The surgeon managed to fire; however, staple formation was bad.